Event description:
The customer reported a respiratory rate change on the ventilator during clinical use. The event occurred during clinical use on a patient that was reported as paralyzed. No additional information was made available regarding the patient. There was no report of any adverse event or required medical intervention to prevent patient harm.